Event description:
It was reported that the patient's hemoglobin was down from 10.2 to 5.7 g/dl on (B)(6) 2022. The patient was given 2 units of packed red blood cells (pcrbs) that increased their hemoglobin to 7.5 g/dl and stabilized at that level as of (B)(6) 2022. The bleeding was post-operative, but prior to discharge from hospital. The bleeding reportedly resolved. On (B)(6) 2022, the patient was found to be in atrial flutter and underwent an elective cardioversion per surgeon's request. The patient tolerated the procedure well with no immediate complications. Post-procedure rhythm was sinus tachycardia and a digoxin load was started on (B)(6) 2022. It was reported that on 30sep2022 the patient returned to normal rhythm and the arrhythmia resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, cardiac arrhythmias, and right heart failure as adverse events that may be associated with the centrimag circulatory support system. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, cardiac arrhythmias, and right heart failure as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient was restarted on milrinone and met the criteria for early post-implant right heart failure (rhf). The patient had their right ventricular assist device (rvad) removed on (B)(6) 2022 but remained on milrinone as of (B)(6) 2022.